Event description:
It was reported that the customer found a product issue. Right after implantation. Physician discovered a red fiber and was removed with an intraocular lens (iol) manipulator. Physician uses basal saline solution (bss) to irrigate the tip of the manipulator and found the fiber in the solution. Iol remains in patient eye. Patient outcome is that patient is doing fine. Physician feels that fiber came from iol. The red fiber is being sent back to us for evaluation. No other information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as no indication that lens was explanted. Section h3: no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.